Event description:
It was reported that insulin pump excessively beeps every 15 minutes. Troubleshooting was done and I was suggested that alert type be changed to vibrate. However, customer stated insulin pump did vibrate during the self test. Customer also reported that tuning fell of the pump. The blood glucose reading was 190 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.